Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the customer on how to operate the button properly, assisted with removing the pump from its case, and arranged for a replacement pump with updated software to be sent. The caller understood the instructions and agreed to return the problematic pump to tandem.